Event description:
(B)(4). Procedure was done (B)(6) 2014 I was fine until I got my period sine I was breastfeeding so I wasn't getting one until (B)(6) that's when it started heavy period I never had one just like it really had back pain hip leg pain I couldn't move it hurt so bad I'm bloated most of the time I look pregnant, aches all over body, right sciatic pain, fatigue, migraines before and during period, sometimes pain during intercourse, discharge.